Manufacturer narrative:
Event date is literature article published date paclitaxel-coated balloons do not prevent recurrent stenosis in hemodialysis access fistulae: results of a randomized clinical trial doi:10.23736/s1824-4777.17.01282-7 http://www.minervamedica.it. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This study was done to compare secondary patency rates of paclitaxel-coated balloons (pcb) to conventional balloon angioplasty (cba) in recurrent stenosis in hemodialysis fistula. Thirty four patients were treated with a medtronic paclitaxel coated balloon, used with a 6f sheath, the maximum inflation pressure was 16 bar, with an inflation time of 1min. The patients attended follow-up ultrasound examinations at 3,6,12 and 24 months. It was reported 29 patients had arteriovenous fistula (avf) and 5 had an arteriovenous graft (avg). One patient in the control group had a subtotal occlusion a few hours after intervention, the cause is not clear. One patient had an early complication with thrombosis of the fistula due to an allergic reaction to the contrast agent, the cephalic vein was occluded, and a surgical revision was necessary. One patient in the control group received a kidney transplant after almost 2 years and was not available for follow-up and 3 deaths were reported. It was concluded that this study does not support the use of pcbs to prevent recurrent stenosis in hemodialysis fistulae.